Event description:
Explanting physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.